Event description:
The customer reported "no ac led indication while connected with ac mains power". There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported "no ac led indication while connected with ac mains power". There was no report of pt involvement. The device was evaluated by a philips field service engineer and the ac power supply was found to be defective. Replacing the ac power supply resolved the reported issue. The device passed testing and was returned to the customer.